Event description:
It was reported the patient was no longer feeling stimulation after falling 13 feet from a ladder. The system was interrogated on (B)(6) 2011. The scs lead extension was removed and replaced after a fracture was identified via fluoroscopy. Effective stimulation was captured post-operatively. The explanted device will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.